Manufacturer narrative:
Investigation summary: the provided lot number was not associated with the reported product. Therefore, we performed a search for similar complaints of the reported problem. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause:insufficient information. Source: phone.

Event description:
Customer reporting 1 conflicting result with sars. Initial result was positive and on retest was negative. No confirmation testing was performed. Attempts were made to obtain further information from the customer with no success.